Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from itx to odg.

Manufacturer narrative:
The scope was returned to olympus and pending evaluation. As part of our investigation, an olympus endoscopy support specialist (ess) offered the customer an in-service to assess the user facility¿s reprocessing practices and provide training if necessary; however, the customer declined the offer. Based on similar reports, improper reprocessing cannot be ruled out as a contributory factor to the reported event.

Event description:
Olympus was informed that a scope cultured positive for gram negative staph after being reprocessed. The user facility reported that residue or tarnish was observed underneath the scope¿s elevator. It was reported that the area appeared to be darker in color. The affected area was brushed without resolution and then scraped to remove the foreign substance. The scope has been isolated and retained by the user facility. In addition, it was reported that prior to the culture the scope was used on one patient. There was no report of patient infection or cross contamination.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to olympus for evaluation. A visual inspection was performed on the scope with an olympus boroscope and found no signs of foreign material inside the biopsy channel, biopsy port, suction port, elevator forceps raiser, insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens, and objective lens. The scope failed leak testing due to a cut/hole bending section cover. Based on the evaluation findings, the cause of the reported event could not be conclusively determined; as there were no abnormalities or foreign material found in the device that would have contributed to the positive culture. The cause of the cut/hole on the bending section cover is due to mishandling. The gf-uct180 instruction manual warns users" the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used."